Event description:
It was reported that during a follow up after the spaceoar placement procedure and radiation treatment, the patient has reported experiencing perineal pain and problems sitting comfortably. The patient was prescribed with antibiotics for prostatitis. The physician reported that there was a cyst between the prostate and rectum that has gotten thicker. The patient was treated with antibiotics and a drain was placed.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2311 captures the reportable event of discomfort.